Event description:
Knee revision required to remove and replace what became clearly obvious was a debonded attune tibial tray. There was no surgical delay. Doi: unknown, dor: (B)(6) 2023, left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Review of the provided xray images along with visual examination of the device, did not confirm the loosening condition. No radiolucency can be observed around stem. Based on the provided evidence, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Fixation surface does not denoted weakening or separation of the bond between implant and cement interface. There were observed burnishing conditions but they were mostly generated at the extraction procedure. Part did not denoted defects/issues which could affect functionality as intended. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.